Manufacturer narrative:
Two fastening screws on the head rest (accessory) became damaged due to collision with other equipment in day to day use. Once damaged, the fastening screws can become hard to turn giving the user a false sense of the screws being tightened. Facility maintenance department repaired table. During the investigation, the anesthesiologist, present during the procedure, indicated that in his opinion, there was no injury sustained to the pt.

Event description:
Headrest was pulled off table while attempting to position the table, with pt on the table, resulting in the pt suffering extreme neck extension with no residual injury.